Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain/pain pelvic") and bipolar disorder ("bipolar, borderline personality") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (number of pregnancies: 3), parity 3 (number of live births: 3 live births on (B)(6) 2004, (B)(6) 2006 and (B)(6) 2012), cervical intraepithelial neoplasia ii (dysplasia of cervix), loop electrosurgical excision procedure on (B)(6) 2012, cervical conization, cholecystectomy and cervical intraepithelial neoplasia ii. Previously administered products included for birth control: contraceptive patch from 2007 to (B)(6) 2011; for an unreported indication: replax from 2007 to 2009 and zonegran from 2007 to 2009. Concurrent conditions included migraine (in 2009 recovered prior to essure), anxiety, psychiatric disorder nos and overweight. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2013 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal infection ("severe vaginal infections"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"), bipolar disorder (seriousness criterion medically significant) and personality disorder ("bipolar, borderline personality"). The patient was treated with metronidazole (flagyl), metronidazole (metrogel), ibuprofen, vitamin b, biotin and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, vaginal discharge and migraine was resolving, the menorrhagia, vaginal infection, post-traumatic stress disorder, bipolar disorder, personality disorder and headache outcome was unknown and the alopecia had resolved. The reporter considered alopecia, bipolar disorder, fatigue, headache, menorrhagia, migraine, pelvic pain, personality disorder, post-traumatic stress disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: her physician has recommended surgical removal of the device via hysterectomy. No complications or problems that occurred at the time of your essure placement procedure. She did not retained the essure device or any portion of it. No complications from essure removal procedure reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Biopsy cervix - on an unknown date: cin ii. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion, both tubes blocked. Smear cervix - on an unknown date: revealing high grade sil. (B)(6) 2012, pathology report:specimen: cervical - cone biopsy gross description: received is a single formalin filled container labeled with additionally labeled cone biopsy. Specimen consists of a 2.9 x 2 . 5 x 1 em portion of pink-tan conical soft tissue consistent with cervical tissue. There is a scant amount of attached mucoid fluid which has an aggregate dimension of 2.2 x 1 x o. S cm . The stromal surface is inked in black. There is no orientation provided. Specimen is step sectioned and submitted as follows: cassette 1 mucoid fluid . Cassettes 2 thru b cervical tissue step sectioned and submitted entirely. Most recent follow-up information incorporated above includes: on 15-feb-2018: pfs and medical records received: reporters details added. Case medically confirmed. Event fatigue, vaginal discharge, migraines, ptsd (post traumatic stress disorder), headaches, bipolar, borderline personality. Outcome added for hair loss, pelvic pain, fatigue, vaginal discharge and migraines was added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.